Manufacturer narrative:
On 04/16/2018 additional information indicated that the hematoma fluid was sent into pathology and came back negative for any neoplasm on 01/11/2018. The capsules were also sent into pathology and came back negative for neoplasms. During product evaluation, it was discovered that the returned device was a non-mentor device, and no device analysis will take place. If the correct device is received in the future, the investigation will continue. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left breast implant gel mentor siltex round high profile 300cc, lot#: 5661695, catalog number 3544300. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast reconstruction revision with mentor saline devices approximately 30 years ago (1988) experienced bilateral capsular contractures (baker grade unknown), left breast mass, and right side rupture. The left breast had mass firmness and the right breast appeared enlarged and changing. This was observed on (B)(6) 2017 during patient evaluation . The patient underwent bilateral capsulectomies and replacement with mentor smooth round moderate plus saline implants. This report is for the right implant.